Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the pacemaker (pm) exhibited loss of capture and unable to be interrogated. The pm was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of failure to capture and failure to interrogate were confirmed. The device was received with no telemetry communication and no output. Additional findings unrelated to the reported events indicated that visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.